Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, the lens was not implanted. Section d6b: if explanted, give date: not applicable, the lens was not implanted. Hence, not explanted. Device evaluation: the product testing could not be performed as the product was not returned for evaluation (the lens was discarded). The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that no other complaints were received for this po. Conclusion: based on the investigation, no malfunction or product deficiency was identified. Attempts were made to obtain missing information; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
The surgery center reported wasted lens/lens damaged/patient complication with a monofocal intraocular lens (iol). The "patient complication" was later clarified as "haptic damaged", that the haptic was bent when it came from packaging. They tried to straighten it to use it and could not. There was patient contact with the lens and cartridge. The procedure was completed which a backup/replacement iol of a different model and diopter (ar40e, 18.5d) was implanted in patient's right eye. There was no medical and/or surgical interventions required or planned and no patient injury indicated. The patient¿s outcome status is unknown. No cartridge tip damage issue indicated. The account stated that the damage was not due to use error and assumes that the haptic bend before placed in cartridge, from manufacturer. It was noted that at room temperature balanced salt solution (bss) was used. The device is not available for return as it was discarded.